Manufacturer narrative:
According to the complainant the device will not be returned for investigation. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2023. The patient's blood glucose levels reached over 150 mg/dl but never went over 200 mg/dl while wearing the pod. Symptoms reported include loss of consciousness, acute respiratory acidosis, acute kidney injury, intestinal bleeding, edema, and dyspnea. The patient reported they fell in their bathroom and remained unconscious for several days. The patient was treated with IV fluids, novolog insulin injections, bisacodyl 5 mg oral tablets, furosemide 40 mg oral tablets, lansoprazole 30 mg oral delayed release capsule, quetiapine 25 mg oral tablets, sennoside-docusate 8.6-50 mg oral tablets, and an albuterol 90 mg inhaler as needed for his lungs. The patient reported they were on a breathing tube performing a swallowing test when they woke up. The patient was released on (B)(6) 2023. The pod was removed at the hospital. As a result of this event the patient¿s doctor had them change their basal setting to 0.50 u/hr. The patient reported the pod has been discarded.